Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from the patient's wife regarding the patient receiving baclofen (unknown dose and concent ration) via an implantable pump for non-malignant pain and failed back syndrome - other. On (B)(6) 2018, the wife reported a pump alarm. The wife reported the pump was dry and not working. The wife reported that both the pump being dry and not working and the alarm began about 3-4 years ago, 'possibly 2015'. The patient's wife also reported that they needed an MRI on their brain because of neurological issues. The onset date of these issues was not known. The patient's wife did not know if they were related to the device or therapy.